Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting ems due to symptoms related to diabetes and dead meter. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-041: dead battery. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. The customer feels well and did not report any symptoms. The customer stated that on (B)(6) 2026 she was having symptoms of low blood glucose and her cgm alerted her of her blood sugar being low. Customer tried to use the true metrix but it did not power on. Customer had called ems who tested the customer's blood glucose with their meter and it was low. The diagnosis was low blood glucose; customer was not taken to the hospital and ems instructed her to eat something to increase her blood glucose. The customer contacted the pharmacy for a replacement but was told her insurance will not cover a new meter and was directed to call the manufacturer. Customer stated she discarded the meter and the test strip; test strip lot number was not provided.